Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level went as high as 33 mmol/l. Customer advised insulin came out of the reservoir after completing the prime process. Customer changed out their set and advised insulin did not squirt out. Customer performed and passed both the self-test and the high pressure test.